Event description:
It was reported; split found in catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A large circumferential split was in the catheter tubing, just distal to the molded joint, and a hard, yellowish residue was observed on the catheter around this split. A microscopic observation revealed the split was very rough and uneven with a mostly granular surface texture. Additional, smaller circumferential splits were also observed just distal to this split and were also observed to be rough and uneven. The localized damage, surface features of the catheter material near the split, and the shape and number of circumferential splits suggest the catheter was damaged due to chemical degradation which weakened and embrittled the catheter material allowing it to crack, most-likely due to repeated or prolonged kinking of the catheter tubing at this location. This complaint will be recorded for future trending and monitoring purposes.